Event description:
It was reported while using bd autoshield duo safety pen needle foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the distributor's report is that black spot was found onto the product.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 11-oct-2022. H6: investigation summary: one sealed 30g x 5mm safety pen needle sample and four photos were returned from lot. No. 2040002, cat. No. 329705. Visual examination was carried out on the returned sample and photos and burn marks on the cover was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Burn marks occurred due to the moulding press stopping whilst heats remained on the injection unit.

Event description:
It was reported while using bd autoshield duo safety pen needle foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the distributor's report is that black spot was found onto the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.